Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the patient received two burns on either side of the incision. The burns were not life threatening and it is unknown how the burns were treated. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2019.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2019. Additional information: upon review of the reported event and additional information obtained during investigation, it was determined that this was a 2nd degree burn and they only used topical cream to facilitate healing. Therefore, this event does meet the FDA defined criteria of serious injury and being considered a malfunction.